Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Correction: the correct catalog number is 92126; not 92134 as previously reported. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in the decision to explant the fixture. The device was explanted on (B)(6), 2011. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).